Event description:
The device was returned for service with the report "comes on by itself and goes off by itself, constantly alarms". Info was not provided whether or not the device was in pt use when the reported situation occurred. The hosp rep stated there has been no report of pt incident since the last baxter service event.